Event description:
Patient reported obtaining a blood glucose result of "300 something" (mg/dl) on the suspect device. Based on this value, patient reportedly sought treatment at the hospital. Patient stated that, less than 10 minutes later, blood glucose was retested on a hospital device with a result of 113 mg/dl. No treatment was received and patient was released. Quality control testing had not been performed on the suspect product. Technical support requested the return of the suspect product and replacement product was shipped.